Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead exhibited a sensing anomaly, a capture anomaly and impedance issue. The lead was explanted and replaced successfully. The patient was doing well post procedure.